Event description:
It was reported that while connected to a patient the rhythm for the external pulse generator disappeared from the screen with no warning. When the on button was "mashed" the screen immediately came back as it had been but several minutes later it turned off again without alarms, and the patient heart rate dropped to the low 30's. The generator was changed out and returned. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed functional tests. Upper and lower cases and side bail covers are broken. Battery returned with the device measured 7.9 volts no load and 7.6 volts under a 128 ohm load. Low battery indication is 7.2 volts nominal and end of operation is 6.3 volts nominal.

Event description:
It was reported by a biomed that the nurse(s) stated that while they were transporting the patient with the device powered on and connected to the patient, the device shut itself off twice. They said the upper screen went blank with no numbers and patient had "flat lined". However, they were able to power on the device. During the shut-off period the patient experienced shortness of breath and became anxious. Biomed said battery voltage measured is 8.15 volts and he is unable to verify the device shuts itself off. The device was returned for checkout/evaluation. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed functional tests. Upper and lower cases and side bail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pfg023456p analysis could not confirm the reported event. Device passed functional tests. Upper and lower cases and side bail covers are broken. (B)(6). (B)(4).

Event description:
It was reported that while connected to a patient the rhythm for the external pulse generator disappeared from the screen with no warning. When the on button was "mashed" the screen immediately came back as it had been but several minutes later it turned off again without alarms, and the patient heart rate dropped to the low 30's. The generator was changed out and returned. There were no further patient complications reported as a result of this event.